Event description:
Allegedly, pt revised due to broken modular neck.

Manufacturer narrative:
Investigation is not complete. Additional info has been requested. Trends will be evaluated. Attempts are being made to have the product returned for eval. The medwatch 3500a received from the user facility is attached. This report will be amended when the investigation is complete. This is the same event as 1043534-2008-00175.